Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the tip of the microsensor (ID 826631) was torn off when explanting a week after implantation. The torn part remains in the patient¿s body. Considering the advanced age of the patient (not provided), there seems to be no plan to explant the remaining device at this point.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7449285 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter received with distal end missing approximately 3.5 cm from tip: crimped/torn. The tubing is not brittle, and catheter stretched 100% prior to breakage. The catheter mashed 7.5 cm from distal end and has black ink markings along body, crimped 3 cm from connector end and tape around connector. The internal wires crimped, stretched and broken (x-rays). No further testing possible. The complaint was confirmed. Root cause analysis - the possible root cause for the issue reported by the customer could be due to mishandling of the catheter.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to insufficient catheter and joint strength. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.